Event description:
It was reported that the pump battery could not be charged. Customer¿s blood glucose level was 120 mg/dl. Ultimately, the pump began charging and the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.